Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer's blood glucose was unknown at the time of the incident. The customer stated that the buttons on the insulin pump had to be pressed more than once and with more pressure and also were sticking down on the insulin pump. He also reported scratches on the screen affecting the customer's ability to read the insulin pump and he had seen condensation on the screen. The customer also reported that the insulin pump rejected new batteries and diminished battery life, random and unexplained no delivery alarms three times in six months, and also slightly slower rewind that in the past. The insulin pump will not be returned for analysis.